Manufacturer narrative:
Additional information received from the local field representative indicated that the patient will continue to be monitored through regular follow-up appointments. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements of 2,100 ohms with this newly implanted implantable cardioverter defibrillator (ICD). The pacing impedance measurements with the previous implantable cardioverter defibrillator (ICD) were between 450 to 1,800 ohms. All other lead measurements were within normal limits.